Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported approximately three weeks ago the ipg would not hold a charge for more than a few hours when originally she recharged her ipg once a week. The patient underwent surgical intervention to remove and replace her ipg which resolved the issue